Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted. G2: foreign: france. E1: telephone: (B)(6).

Event description:
It was reported that before surgery the unit had a leak at the connection between handpiece and cable. No patient involvement noted. Diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was leaking air; the swivel was loose and the motor speeds were unstable; however, the repair was not completed as the repair quote was rejected. The device was returned to the customer unrepaired. The device history record was not reviewed as the DHR associated with this device is not available as lot number is unknown and required for DHR review. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.